Event description:
A consumer reported he has residual astigmatism and nearsightedness (unexpected refractive outcome) following intraocular lens (iol) implant surgery. He is having to wear glasses which help him to see "great". The surgeon offered to perform an iol exchange or lasik surgery to correct the refractive error, but the consumer does not want to have add'l surgery. Add'l info received from the surgeon indicated the event is not expected to resolve and the iol did not cause or contribute to the event. According to the surgeon, capsular contraction caused slight lens decentration over time which probably induced cylinder. The pt declined lasik surgery to address the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. The reporter indicated that an unapproved viscoelastic was used during the surgical procedure. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).